Manufacturer narrative:
Per the manufacturer's technical support, the facility's biomedical engineer moved the electronic patient gas system to a different room and the same issue occurred.

Event description:
Additional information received that an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The biomedical technician at the user facility is manufacture trained and was able to repair the reported issues himself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support, review of the epgs log showed the pressure transducer to be operating correctly. The recorded readings did show fluctuation in the o2 pressure.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a 'low oxygen (o2) supply pressure' message. There was no delay. No other details regarding the nature of this event were provided.